Event description:
It was reported that the device exhibited a primary audible alarm speaker failure. It is unknown if there was patient involvement, however, per the reporter there were no adverse patient effects.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the bottom case had a missing foot and broken standoff, and the keypad window scratched. Review of the event history logs confirmed a primary audible alarm failure occurred. Functional testing was performed but the reported issue was unable to be replicated; no problem was found. The root cause could not be determined. No repair was required. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.